Manufacturer narrative:
Through follow-up with the user facility, use has learned that the subject device was evaluated by the facility biomed department following the reported event. Facility biomed was unable to reproduce the reported event and returned the unit to service. The user facility has reported that there have been no further issues since the unit was returned to service. The facility has not provided detail on the nature of the error message shown. Based on the information given, the error and subsequent inability to use monopolar cutting is most likely attributable to an incorrectly placed grounding pad. The gi 4000 monitors patient/pad contact when used with a properly designed monitoring return electrode and will disable the generator if contact falls below a safe level and an error message will be displayed. The device history record has been reviewed and shows the device was manufactured to specification. There have been no other complaints associated with this device. In-service training has been offered to the facility, response is pending.

Event description:
Us endoscopy received medwatch (B)(4) which stated that a gi4000 electrosurgical unit displayed an error message and would not deliver energy when trying to use monopolar cut setting. The procedure was completed with another esu and there was no report of patient or user harm.

Manufacturer narrative:
The user facility has declined us endoscopy's offer of in-service training.